Manufacturer narrative:
The t:slim x2 pump user guide indicates is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 337 mg/dl. The customer was to take levemir and an injection of insulin to address the bg level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion. Reportedly, the customer was using apidra insulin in the cartridge and was to speak to a healthcare provider about switching to another type of insulin. The customer was to use levemir and insulin injections to manage diabetes.